Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown case, there was an error code 3: hand piece. Used another like device to complete the case. There was no patient consequence.